Manufacturer narrative:
A ge rep evaluated the system and reseated the interconnect cable connectors. The sys operates as intended.

Event description:
The customer reported "plug going from the carm to monitor goes on / off." The field engineer noted that this intermittently prevented the sys from booting up. There is no report of injury or death associated with the event described in this complaint.